Event description:
A customer reported a cartridge alarm 20 during the insulin pumping process. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, so there was no adverse impact. To resolve the issue, the customer received assistance in properly loading a new cartridge and successfully resumed insulin therapy, resolving the issue.